Manufacturer narrative:
(B)(4).

Event description:
Information was received (via a manufacturer representative) from a healthcare professional regarding a patient that was recently implanted. Post-operative, the patient had an infection and fever. The diagnostics performed included blood analysis that saw an infection. Regarding the patient's medical history, the patient had a cancer and was "immunodepressed". The surgeon explanted the lead a week after implant, and the issue was resolved. The patient was alive with no injury at the time of the report.